Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump passed self-test, a21 test and all operating current was normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer had a motor error alarm. Customer's blood glucose was 520 mg/dl. The customer agreed to return the insulin pump for analysis.